Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with noise on the right ventricular lead. The noise led to inappropriate anti-tachycardia pacing. No resolution was reported and the patient was stable.

Event description:
New information received on nov 28, 2018, indicates that on (B)(6) 2018 the lead was capped and replaced. The patient was stable before, during, and after the procedure.